Event description:
It has been reported to philips that the allura system did not boot up when the start button was pressed. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected data: additional narrative corrected data: health impact code according to the additional information collected, the coronary diagnosis procedure was completed as planned by using another system. The codes were corrected based on re-evaluation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in procedure when the issue occurred and completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. As part of the troubleshooting process, fse identified that mpdu frontal panel cannot power on the system and the on/off indicator button light was unresponsive, obvious firelight generated by short circuit in mpdu. Fse confirmed that the reported issue was due to faulty mpdu control board. As a part of repair activity, the fse repalced mpdu control board, but the problem persisted. Then, the fse replaced mpdu assembly. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method code was corrected.